Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) the source of the complaint was due to u1-analogic damage. Daily battery depletion rate changed from 7.73 mv to 170 mv. Ipg had excessive sleep current leakage, 1.0 ma. Impedance between vh and ground measured 3.34 kilo ohms. These are the characteristics of analog ic damage due to high-voltage transient. The battery charging time depends on initial battery voltage and depletion rate. Excessive current leakage would prong the device charging time as it offsets the charge current. It was reported that the device stopped charging very shortly after the patient's heart surgery.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.